Manufacturer narrative:
(B)(4). Fiber analysis: the fiber cap remains intact and attached was found to be drilled through. The cap was also found to exhibit burnt detritus, devitrification and melted glass. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.

Event description:
It was reported that the tip of the surgical fiber was damaged at 63,916 joules of use during a prostate procedure. The case was completed using a second fiber. "Patient was not injured".